Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Vessel injury and death are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related and the exact caused is unknown. Linked events: 2029214-2017-00744.

Event description:
Citation: ¿comparison of n-butyl cyanoacrylate and onyx for the embolization of intracranial arteriovenous malformations: analysis of fluoroscopy and procedure times¿ gregory j. Velat, m.d., john f. Reavey-cantwell, m.d., christopher sistrom, m.d. Neurosurgery 63[ons suppl 1]:ons75¿ons82, 2008. Doi: 10.1227/01.neu.0000320136.05677.91. Medtronic received report that 20 patients were treated with onyx. One onyx-related fatality occurred when an associated right pericallosal secondary feeding artery aneurysm ruptured while the surgeon was attempting to position a microcatheter into a primary artery supplying the major vascular supply of the avm.